Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer continued to use the pump for insulin therapy.